Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating the smiths medical cadd legacy pca pump was over delivering. No adverse effects reported.

Manufacturer narrative:
Device eval: one smiths medical cadd-legacy pca pump model 6300 was returned for analysis in used condition. Visual inspection of the pump showed the keypad was delaminated. Functional testing involved delivery accuracy testing and showed the device was within manufacturing specification of +/- 6%. During testing it was found the pump's delivery was slightly positive and the pump's expulsor was trimmed. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating there was no patient involvement, the issue was found during testing.